Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they were experiencing uncomfortable stimulation/overstimulation. The patient said her doctor said she should have the stim to where she can feel it. She was at 1.8 volts and it gave her a sharp pain when she moved or walked in the vaginal area. She decreased to 1.7 volts and didn't help. The patient decreased to 1.6 volts and didn't feel the stim. The patient was only getting a little bit of symptom relief. The doctor doesn't have the patient keep a voiding diary. Had the patient change from program 1 at 1.6 volts to program 2 at 1.2 volts. She was feeling the stim in her left butt cheek. Told patient to leave it there for a couple days and see if she gets symptoms relief. Symptoms reported were: pain. Location of symptoms reported: vaginal area. Event date: (B)(6) 2016. (Couple days ago). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.